Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the possible relationship of chest pain to the valve and implant plant procedure was changed to being unrelated to the valve and causal related to the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} select patient information cannot be documented in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve atrial fibrillation and left bundle branch block (lbbb) developed. No treatment reported. No patient complications were reported as a result of this event. Additional information received indicated that prior to the implant procedure the troponin measured 4 ng/l. Rapid atrial fibrillation was observed during the implant procedure and following the implant procedure. The left bundle branch block (lbbb) was not seen following the implant procedure. The atrial fibrillation combined with sedation caused hypotension that led to a delirium and caused a rise in troponin. A type 2 non-st elevation myocardial infarction (nstemi) was reported. The day following the valve implant procedure the highest troponin was measured at 6885 ng/l. An intravenous anti-arrhythmic was administered and the rhythm converted to sinus rhythm. The discharge electrocardiogram (ECG) 3 days following the valve implant a partial lbbb was identified. No treatment was required for the lbbb. The physician indicated the lbbb was causal related to the valve. An anticoagulant twice daily was prescribed at discharge. Approximately 23 days following implant discharge the patient was hospitalized for chest pain. The etiology of the chest pain was not determined. Unspecified diagnostic tests were performed. Treatment was not required. The chest pain resolved. Discharge occurred 5 days following this admission.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that treatment was not required for the delirium. Intravenous medication provided for the hypotension. The delirium, hypotension, and nstemi resolved the date following onset.

Event description:
Additional information received indicated that following the valve implant, the patient experienced visual symptoms reported as dist urbances which were distressing to the patient. An ophthalmology consult was arranged as an outpatient. Additionally, it was clarified that the patient presented to the emergency room 19 days following the valve implant due to chest pain. The troponins were negati ve at that time and the patient was discharged. The patient returned 7 days later for chest pain that lasted an hour. The troponins were reported as marginal; 78, 7,63, 128, 128, and 47. The work-up was negative. Episodes of nocturnal dyspnea occurred. The n-terminal pro-b-type natriuretic peptide (nt-probnp) was reported as normal and measured 162. Clinically the patient was euvolemic. There was no cardiac cause identified for the symptoms. As reported with retrospective review, the visual disturbances, followed by the concern for the troponin levels and the symptoms may have been anxiety-related. The chest pain resolved 26 days following the valve implant. The chest pain episodes that occurred 19 and 26 days following the valve implant were reported as unrelated to the medtronic products and implant procedure. The non-st-elevation myocardial infarction (nstemi) and hypotension also prolonged the hospitalization. The nstemi, delirium, and hypotension was reported as possibly related to the implant procedure. The atrial fibrillation was reported as causal to the implant procedure and possibly related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the chest pain could have been related to the atrial fibrillation (af). As reported, the mechanism of procedure related af with hemodynamic instability and procedural sedation was directly linked to the transcatheter valve procedure. The atrial fibrillation was reported as probably related to the transcatheter valve. Hypotension was due to the procedural rapid af and sedation. Hypotension and anesthesia-related effects were recognized contributors to post-transcatheter valve delirium. The hypotension and arrhythmia induced ischemic imbalance. The type 2 non-st-elevation myocardial infarction (nstemi) was reported as possibly related to the procedure.

Manufacturer narrative:
Updated data: b5, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: this correction report submitted to update/correct the h3 field from 2025-nov-05 to 2025-oct-29 of the previous supplemental report #004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.